Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. The brown spots seen on the stoppers of the tubes is the acd additive which turns a dark brown color when dried. How the additive ended up on the stopper of the tubes could not be determined from the photos. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before use the bd vacutainer® acd-a 1.5 ml blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event affected 200 devices. The following information was provided by the initial reporter. The customer stated: "before use, spots of an unknown substance were found on the outside of the product."